Event description:
Customer reported receiving a motor error alarm several times on their insulin pump. Customer stated that the alarm occurred during a bolus delivery. Customer's current blood glucose reading is 165 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The unit was received with cracked case on bottom right side corner at the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.